Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image was received from the field. It appeared to show an occluder partially deployed inside the patient, with the exposed part of the occluder appearing to form a cobra conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 6f amplatzer torqvue delivery system. During implant the device took on a cobra shape. The device was removed from the patient prior to release from the delivery system and replaced with a new 10.5mm amplatzer septal occluder, which was successfully deployed. The patient remained hemodynamically stable throughout the procedure. There were no interactions with cardiac structures, nor were there any kinks or angulations noted in the delivery system. There were no clinically significant delays in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.